Event description:
It was reported that during a laparoscopic gastrectomy procedure, the orange indicator appeared when the first clip was fired and the jaw was not opened. The doctor pushed the firing trigger outwards and opened the jaw manually. Procedure prolonged one minute. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.